Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. Customer acknowledged. During follow up, the customer reported that the alert had not reoccurred after charging the pump. In addition, it was reported that customer's blood glucose (bg) level reached over 400 mg/dl. Reportedly, the customer did not know the cause for the reported bg level, however, customer believe reported bg level may be due to the infusion set site. Customer administered a shot of insulin and changed the infusion site to address bg levels.